Event description:
It was reported an over infusion event. Per report, at 1247, the tubing was changed and at 1610, the nurse reportedly noticed that the IV bag (250ml) was found empty. After assessing the pump and tubing connection, it was found that the "clamp for pump was not fully engaged," according to the report. The pump was then brought to clinical engineering for evaluation and "no physical damage observed on the pump." The event occurred on 24 august 2024. Bd received additional information. It was reported that the facility's clinical engineering team conducted their own investigation. They reportedly attempted to recreate the reported incident. Their findings were as follows: "the history of the pump did reveal that in may the pump was out of calibration and was re-calibration as a part of the pm done. We performed the manufacturer verification checks on the pc and lvp with the finding that the rate was outside the range provided by the manufacturer. All other functional tests passed. The investigation revealed that the pumps had a slight drift in rate delivery. The specification from the manufacturer requests a value of 11.59 to 12.41 grams, the pump actual weight is 11.44 grams, just below the range. We did not perform any calibration to fix rate drift issue as this is pending risk management involvement. We reviewed the event logs but did not find anything that seemed out of the ordinary. Nothing to indicate that the pump was set to over-infuse. It was noted that the nurse mentioned that the pump latch was not seated properly. We tried to recreate this by slightly opening the latch. Our findings were that the pump would alarm when door was slightly agar." Additional information was received from the customer. It was reported the infant patient received 250ml of tpn over a two (2) -three (3) hour period. As a result the patient experienced fluid overload, pulmonary edema, hemorrhage as well as hyperglycemia and electrolyte imbalance. The patient was intubated, started on an insulin drip. Patient also received lasix and hypotonic IV fluids. Patient responded well and was extubated the next day and labs were back to baseline.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: imdrf annex a, g, c, d codes and remedial action #. Note that this report lists imdrf annex a090202, g05005, c02, d02 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported an over infusion event. Per report, at 1247, the tubing was changed and at 1610, the nurse reportedly noticed that the IV bag (250ml) was found empty. After assessing the pump and tubing connection, it was found that the "clamp for pump was not fully engaged," according to the report. The pump was then brought to clinical engineering for evaluation and "no physical damage observed on the pump." The event occurred on 24 august 2024. Bd received additional information. It was reported that the facility's clinical engineering team conducted their own investigation. They reportedly attempted to recreate the reported incident. Their findings were as follows: "the history of the pump did reveal that in may the pump was out of calibration and was re-calibration as a part of the pm done. We performed the manufacturer verification checks on the pc and lvp with the finding that the rate was outside the range provided by the manufacturer. All other functional tests passed. The investigation revealed that the pumps had a slight drift in rate delivery. The specification from the manufacturer requests a value of 11.59 to 12.41 grams, the pump actual weight is 11.44 grams, just below the range. We did not perform any calibration to fix rate drift issue as this is pending risk management involvement. We reviewed the event logs but did not find anything that seemed out of the ordinary. Nothing to indicate that the pump was set to over-infuse. It was noted that the nurse mentioned that the pump latch was not seated properly. We tried to recreate this by slightly opening the latch. Our findings were that the pump would alarm when door was slightly agar." Additional information was received from the customer. It was reported the infant patient received 250ml of tpn over a two (2) -three (3) hour period. As a result, the patient reportedly experienced fluid overload, pulmonary edema, hemorrhage as well as hyperglycemia and electrolyte imbalance. The patient was intubated, started on an insulin drip. Patient also received lasix and hypotonic IV fluids. Patient responded well and was extubated the next day and labs were back to baseline. A copy of the medwatch report from FDA was received, which states, ¿infant received approximately 250 ml of starter tpn fluid over a 2-3-hour period causing fluid overload, pulmonary edema and hemorrhage as well as hyperglycemia and electrolyte imbalance. IV pump did not alarm to advise fluid infusing at incorrect rate. Carefusion alaris IV pump. Infant was intubated, started on insulin drip, given lasix two doses, and hypotonic IV fluids. Infant responded well and was extubated the next day and labs were back to baseline."

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Correction: describe event or problem, initial reporter addr 1, initial reporter city, initial reporter zip, initial reporter facility name, FDA notified? Report source other. Additional information: age at time of event, age unit, sex, device available for eval? Returned to manufacturer on, report source, device eval by manufacturer? Related report number grid, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the facility report of an over infusion of tpn could not be confirmed or replicated. The retrieved associated device logs showed on (B)(6) 2024 at 12:46 pm, an infusion of plainivf (drugid=1) was programmed and started on the suspect pump module s/n: (B)(6). The infusion rate was 4.5 ml/h and the volume to be infused (vtbi) was 250 ml. The infusion was programmed remotely, but the vtbi was then manually changed to 9 ml. At 12:56 pm, the rate was changed to 5 ml/h and the vtbi was changed to 10 ml. At 1:57 pm, a plainivf infusion was remotely programmed with the same parameters as the initial infusion (rate = 4.5 ml/h, vtbi = 250 ml). The vtbi was changed to 9 ml and the pump started infusing. Eight seconds later, the rate was changed to 5 ml/h. At 2:45 pm, a delay of 10 minutes was programmed for the infusion and the pump stopped infusing, going into standby mode. At 2:55 pm, a ¿callback before infusing¿ alarm was observed, and the infusion was manually started. The channel was selected at 3:37 pm, the rate was changed to 4 ml/h, and the infusion was started. Eleven (11) seconds later, the rate was changed to 0.5 ml/h. At 4:06 pm, the pause key was pressed. Then, at 4:09 pm, the pcu silence button was pressed. A safety clamp open alarm was observed at 4:10 pm, lasting one second, followed by a restart alarm that lasted 3 seconds, leading to a door opened alarm. The pcu silence key was pressed 2 seconds later. Two (2) minutes later (4:12 pm) the pcu silence key was pressed again. At 4:13 pm, the unit was recorded removed, generating a channel disconnect alarm. The pcu was recorded turned off at 4:14 pm. The volume infused during the period of 12:46 pm and 4:13 pm was calculated at 13.556 ml. This value was derived by subtracting (124.161 ml) the value at the start of the infusion from (137.717 ml) the value around the reported incident time 4:10 pm. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The pcu event log could not determine why the infusion that was programmed to infuse at 0.5ml/h for approximately 2 hours was terminated early after only infusing for approximately 30 minutes. The inspection and testing of the pump module did not find any existing malfunctions. The suspect pump module was found to be infusing within specifications and did not show any signs of unregulated flow occurring. Per product labeling, alaris system user manual (v12.1), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The incident administration set was requested for investigation and testing by the vernon hills dchu, reference (pr 10771356) for the investigation findings. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported over infusion of tpn was not determined. No anomalies were observed with the pump module that would contribute to the reported event. The returned pump module was found to be infusing within specification. Note that this report lists imdrf annex a040502, a1801, g04037, g02017, c0601, d01 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported an over infusion event. Per report, at 1247, the tubing was changed and at 1610, the nurse reportedly noticed that the IV bag (250ml) was found empty. After assessing the pump and tubing connection, it was found that the "clamp for pump was not fully engaged," according to the report. The pump was then brought to clinical engineering for evaluation and "no physical damage observed on the pump." The event occurred on 24 august 2024. Bd received additional information. It was reported that the facility's clinical engineering team conducted their own investigation. They reportedly attempted to recreate the reported incident. Their findings were as follows: "the history of the pump did reveal that in may the pump was out of calibration and was re-calibration as a part of the pm done. We performed the manufacturer verification checks on the pc and lvp with the finding that the rate was outside the range provided by the manufacturer. All other functional tests passed. The investigation revealed that the pumps had a slight drift in rate delivery. The specification from the manufacturer requests a value of 11.59 to 12.41 grams, the pump actual weight is 11.44 grams, just below the range. We did not perform any calibration to fix rate drift issue as this is pending risk management involvement. We reviewed the event logs but did not find anything that seemed out of the ordinary. Nothing to indicate that the pump was set to over-infuse. It was noted that the nurse mentioned that the pump latch was not seated properly. We tried to recreate this by slightly opening the latch. Our findings were that the pump would alarm when door was slightly agar." Additional information was received from the customer. It was reported the infant patient received 250ml of tpn over a two (2) -three (3) hour period. As a result, the patient reportedly experienced fluid overload, pulmonary edema, hemorrhage as well as hyperglycemia and electrolyte imbalance. The patient was intubated, started on an insulin drip. Patient also received lasix and hypotonic IV fluids. Patient responded well and was extubated the next day and labs were back to baseline. A copy of the medwatch report from FDA was received, which states, ¿infant received approximately 250 ml of starter tpn fluid over a 2 - 3-hour period causing fluid overload, pulmonary edema and hemorrhage as well as hyperglycemia and electrolyte imbalance. IV pump did not alarm to advise fluid infusing at incorrect rate. Carefusion alaris IV pump. Infant was intubated, started on insulin drip, given lasix two doses, and hypotonic IV fluids. Infant responded well and was extubated the next day and labs were back to baseline."